Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was far p-wave over-sensing. The patient was bought into clinic and a chest x-ray revealed the rv lead was dislodged. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.